Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin flow block alarm. The customer¿s blood glucose level 119 mg/dl. The customer was assisted with troubleshooting for insulin flow block alarm. Customer stated that they had tried all remedies for insulin flow block alarm. The customer was advised to replace the insulin pump and to revert to the back-up plan. The device will be returned for analysis.